Event description:
It was reported that during preparation for a surgical procedure conducted at the user facility, the device was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.